Manufacturer narrative:
During inspection and testing, the foreign material observed in the air/water channel was suspected to be due to insufficient cleaning. In addition, service found that due to the angle wires being stretched, all directions of the bending angulation and the play of the up/down and right/left knobs were out of specification. The scope connector was deformed, resulting in water leakage. The connecting tube was wrinkled, and the universal cord was buckled. The suction volume was out of specification due to a shaved section of the suction cylinder. The adhesive between the bending cover and the insertion section was deteriorated and a piece had detached, leaving a gap. The image inspection observed black spots due to a damaged charge-coupled device unit. Several of the device components were scratched, dented, shaved, and discolored, demonstrating wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the bending angulation of the evis exera ii gastrointestinal videoscope was reduced and the insertion tube was wrinkled. There was no report of patient or user harm due to the event. The device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was observed in the nozzle of the air/water channel. This report is being submitted for the reportable malfunction found during the device evaluation (foreign material in the nozzle). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 14-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from improper reprocessing after the previous procedure. The specific root cause of the improper reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. -inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Clean the external surfaces: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channels. Removing detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Additional information was received from the reporter: the device was inspected prior to use, but the issues (low angulation, wrinkles) were not significant. The malfunction was discovered during the procedure. The procedure was a diagnostic upper gastrointestinal (ugi) endoscopy. The procedure was completed with another similar olympus device. No patient or user impact was reported by customer.